Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00121. The device was manufactured between 11feb2019 and 13feb2019. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. When the device was disconnected approximately ¿50 to 100ml¿ remained in the device. The device was filled with an unspecified antibiotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.